Event description:
Report received from abbott international (abbott-france) which states "patient received many bolus of morphine during the night but the patient did not use the buttons. No medical date reported yet. According to the reporter the cable was in misconnection to the pump. The device was disconnected/removed from the patient." Additional informaion received as follows, "the patient received two bolus of morphine without any request. This incident happened when the nurse was washing the pt. The rptr thinks the bolus cord has been pulled a little bit when the pt was washed by the nurse but he received the pump wtih the bolus cord unplugged. An adverse pt event. No intervention was required."